Manufacturer narrative:
The initial reporter also notified the FDA about this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter (s-ICD) was suspected to be depleting prematurely. This s-ICD was explanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. The s-ICD was not returned, therefore, no product analysis was performed. The conclusion code is no problem detected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter (s-ICD) was suspected to be depleting prematurely. This s-ICD was explanted. No additional adverse patient effects were reported.